Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber at 76,891 joules. No pt injury was reported. The device was not returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 245 mg/dl and 118 mg/dl within 10 minutes on the advantage. No actions taken based on device results. No adverse event reported. Requested return of suspect device however, customer no longer has the test strips; replacement was sent.